Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of fallopian tubes/failure to occlude (close) fallopian tube(s)."), device dislocation ("right essure coils migrated/migration of essure device location of device: abdomen,") and genital haemorrhage ("bleeding") in a (B)(6) female patient who had essure (batch no. 628213) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2. She has tried multiple forms of management for her menses in the past with no success. Concurrent conditions included anxiety, breast pain, abdominal cramp, ovarian cyst (there was no free fluid.) And endometrial biopsy (was performed using a pipelle.). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("frequent pain"), migraine ("migraines / headaches,"), headache ("migraines / headaches,"), nausea ("nausea") and dyspareunia ("dyspareunia (painful sexual intercourse),"). The patient was treated with surgery (supracervical hysterectomy done on (B)(6) 2010). At the time of the report, the fallopian tube perforation, device dislocation, genital haemorrhage, pelvic pain, migraine, headache, nausea and dyspareunia outcome was unknown. The reporter considered device dislocation, dyspareunia, fallopian tube perforation, genital haemorrhage, headache, migraine, nausea and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(4). On (B)(6) 2009, she had right essure coils migrated a further distance since the initial hysterosalpingogram performed on (B)(6) 2008. On (B)(6) 2009, she had subsequently underwent a right-sided tubal ligation. Bp: 108/80. Essure is seen in left. 3-d multiplanar ultrasound. Appears wnl. Cervix and rov appear wnl. Lov shows complex 2.59 cm cyst. No free fluid seen. Most recent follow-up information incorporated above includes: on 28-sep-2018: plaintiff fact sheet and mr received. Case medically confirmed. New reporter, patient relevant information , lab data, essure start stop date , indication ,lot number,event migraines / headaches, nausea, dyspareunia (painful sexual intercourse) added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of fallopian tubes/failure to occlude (close) fallopian tube(s)."), device dislocation ("right essure coils migrated/migration of essure device location of device: abdomen,") and genital haemorrhage ("bleeding") in a 37-year-old female patient who had essure (batch no. 628213-invalid, 828213) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2. She has tried multiple forms of management for her menses in the past with no success. Concurrent conditions included anxiety, breast pain, abdominal cramp, ovarian cyst (there was no free fluid.) And endometrial biopsy (was performed using a pipelle.). Concomitant products included drospirenone;ethinylestradiol betadex clathrate (yaz). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("frequent pain"), migraine ("migraines / headaches,"), headache ("migraines / headaches,"), nausea ("nausea") and dyspareunia ("dyspareunia (painful sexual intercourse),"). The patient was treated with surgery (supracervical hysterectomy done on (B)(6) 2010). Essure was removed on (B)(6) 2010. At the time of the report, the fallopian tube perforation, device dislocation, genital haemorrhage, pelvic pain, migraine, headache, nausea and dyspareunia outcome was unknown. The reporter considered device dislocation, dyspareunia, fallopian tube perforation, genital haemorrhage, headache, migraine, nausea and pelvic pain to be related to essure. The reporter commented: on (B)(6) 2009, she had subsequently underwent a right-sided tubal ligation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 46.8 kg/sqm. Blood pressure measurement - on an unknown date: 108/80. Hysterosalpingogram - on (B)(6) 2008: result: unilateral occlusion (left tube occluded) and migration of essure device.; on (B)(6) 2009: results: unilateral occlusion (left tube occluded), right essure coils migrated a further distance since the initial hysterosalpingogram performed on (B)(6) 2008. Ultrasound scan - on an unknown date: essure is seen in left. 3-d multiplanar ultrasound appears wnl. Cervix and rov appear wnl. Lov shows complex 2.59 cm cyst. No free fluid seen. Most recent follow-up information incorporated above includes: on 9-apr-2019: plaintiff fact sheet received. Lot number was added. Concomitant drug was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of fallopian tubes/failure to occlude (close) fallopian tube(s)."), device dislocation ("right essure coils migrated/migration of essure device location of device: abdomen,") and genital haemorrhage ("bleeding") in a 37-year-old female patient who had essure (batch no. 628213-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2. She has tried multiple forms of management for her menses in the past with no success. Concurrent conditions included anxiety, breast pain, abdominal cramp, ovarian cyst (there was no free fluid.) And endometrial biopsy (was performed using a pipelle.). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("frequent pain"), migraine ("migraines / headaches,"), headache ("migraines / headaches,"), nausea ("nausea") and dyspareunia ("dyspareunia (painful sexual intercourse),"). The patient was treated with surgery (supracervical hysterectomy done on (B)(6) 2010) and surgery (supracervical hysterectomy done on (B)(6) 2010). Essure was removed on (B)(6) 2010. At the time of the report, the fallopian tube perforation, device dislocation, genital haemorrhage, pelvic pain, migraine, headache, nausea and dyspareunia outcome was unknown. The reporter considered device dislocation, dyspareunia, fallopian tube perforation, genital haemorrhage, headache, migraine, nausea and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 46.8 kg/sqm. On (B)(6) 2009, she had right essure coils migrated a further distance since the initial hysterosalpingogram performed on (B)(6) 2008. On (B)(6) 2009, she had subsequently underwent a right-sided tubal ligation. Bp: 108/80. Essure is seen in left. 3-d multiplanar ultrasound appears wnl. Cervix and rov appear wnl. Lov shows complex 2.59 cm cyst. No free fluid seen. Most recent follow-up information incorporated above includes: on (B)(6) 2018: update of information (batch is invalid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of fallopian tubes/failure to occlude (close) fallopian tube(s)."), device dislocation ("right essure coils migrated/migration of essure device location of device: abdomen,") and genital haemorrhage ("bleeding") in a 37-year-old female patient who had essure (batch no. 628213-invalid, 828213-inv) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2. She has tried multiple forms of management for her menses in the past with no success. Concurrent conditions included anxiety, breast pain, abdominal cramp, ovarian cyst (there was no free fluid.) And endometrial biopsy (was performed using a pipelle.). Concomitant products included drospirenone;ethinylestradiol betadex clathrate (yaz). On(B)(6)2008, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("frequent pain"), migraine ("migraines / headaches,"), headache ("migraines / headaches,"), nausea ("nausea") and dyspareunia ("dyspareunia (painful sexual intercourse),"). The patient was treated with surgery (supracervical hysterectomy done on (B)(6)2010). Essure was removed on (B)(6)2010. At the time of the report, the fallopian tube perforation, device dislocation, genital haemorrhage, pelvic pain, migraine, headache, nausea and dyspareunia outcome was unknown. The reporter considered device dislocation, dyspareunia, fallopian tube perforation, genital haemorrhage, headache, migraine, nausea and pelvic pain to be related to essure. The reporter commented: on (B)(6)2009, she had subsequently underwent a right-sided tubal ligation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 46.8 kg/sqm. Blood pressure measurement - on an unknown date: 108/80. Hysterosalpingogram - on (B)(6)2008: result: unilateral occlusion (left tube occluded) and migration of essure device.; on (B)(6)2009: results: unilateral occlusion (left tube occluded), right essure coils migrated a further distance since the initial hysterosalpingogram performed on (B)(6)2008. Ultrasound scan - on an unknown date: essure is seen in left. 3-d multiplanar ultrasound appears wnl. Cervix and rov appear wnl. Lov shows complex 2.59 cm cyst. No free fluid seen. Lot number reported 828213 is invalid most recent follow-up information incorporated above includes: on 13-apr-2019: update of information (batch is invalid). Incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.